Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable with a steady led green light displayed. Distal tip rubber seal was not protruding from casing. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 5.13, insertion 2: 5.41, insertion 3: 4.75. Other remarks: hard profile (105 lbs/ft3) insertion 1: 9.54, insertion 2: 9.63, insertion 3: 9.44. Another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver completely stall. The device could not be stalled with up to 20 lbs. Of downward force before completing the insertion. Another attempt was then made by forcing the driver down on the weighted scale without a needle. The driver continued running for 10 seconds at approximately 30 lbs. Of downward force. The motor was connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the led displayed a steady green led light and the motor ran. Batteries were subjected to a simulated load test. Load test results show that all batteries (each) registered 60% capacity. A review of the certificate of conformance found that the driver passes all release criteria. The device was released in 08/2009 and is approximately 7 years old. No device deficiencies were identified during the investigation. The sawbone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. Please be reminded that "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver , grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Both drivers in the emergency department are under performing. They sound like they do not have power even though the green light comes on when the trigger is pulled. Both drivers were used on patients and they could not get access. The drivers bogged down or stalled. The drivers were in the yellow case and the trigger guard was said to be on.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Both drivers in the emergency department are under performing. They sound like they do not have power even though the green light comes on when the trigger is pulled. Both drivers were used on patients and they could not get access. The drivers bogged down or stalled. The drivers were in the yellow case and the trigger guard was said to be on.